Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: other relevant device(s) are: product ID: unk_nav_comp, serial/lot #: unknown. No PMA/510(k) as the issue occurred on a similar device to one that is marketed in the united states. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported the active probe had no reaction during registration in instrument port a. It was noted 3 of the site¿s active probes were used without resolve. Registration was completed with a passive probe and the procedure was started. This issue occurred preoperatively following administration of anesthesia but prior to incision and did not cause any surgical delay. There was no reported impact on patient outcome.